Event description:
A pt contacted vistakon via email july 16, 2007. The pt reported being diagnosed with a corneal ulcer in the left eye in 2008 after being placed in acuvue oasys product. The pt was utilizing a daily wear schedule. The pt reported the, "ulcer quickly healed using zymar antibiotic drops." The pt also indicated, "I became more meticulous than ever changing my solution etc and wore glasses frequently. The corneal ulcer recurred in early july. This time around, after a week still no progress using vigamox drops and wearing glasses." Multiple attempts were made to obtain the treating ophthalmologist's contact details and to obtain the lot number and arrange for the return of the product in question. The pt did not provide the info. Because a "corneal ulcer" may or may not be a serious injury in accordance with the serious injury determination form this event is being reported as worst case. Based on the limited info received, this injury will be reported as a serious injury as a worst case. Will provide any add'l info received within 30 days should add'l info be received. All reportable adverse events are reviewed during quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.